Event description:
Patient presented back to the physician with staph infection. Physician prescribed antibiotics. Physician brought the patient into the o perating room three days later and removed the entire inspire system.

Event description:
Patient presented to the physician with chest incision irritation. Physician prescribed antibiotics. Patient presented back to the physician for follow-up appointment and pus was observed at the chest incision site. Physician referred the patient to infectious disease to start IV antibiotics.